Manufacturer narrative:
Please disregard the MFR report # 0008031020-2017-00480. Please note that this event is duplicate of stryker report MFR. Report # 0008031020-2017-00484 stryker pi 1572970.

Event description:
Screw driver tip broke off inside head of 7.0mm fixos cannulated screw as it was being implanted in patients' foot. Surgeon attempted to remove broken piece but was able to retrieve only a small piece of the broken tip within the cannulated screw head. Screw driver shaft and broken piece retrieved and available for evaluation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Screw driver tip broke off inside head of 7.0mm fixos cannulated screw as it was being implanted in patients' foot. Surgeon attempted to remove broken piece but was able to retrieve only a small piece of the broken tip within the cannulated screw head. Screw driver shaft and broken piece retrieved and available for evaluation.